Event description:
It was reported that the CADD Cleo Infusion Set failed to deliver insulin through the cannula during patient use. The reported issue resulted in interruption of insulin delivery and elevated blood glucose of 402 mg/dL. There was patient involvement with no reported harm.

Manufacturer narrative:
B3 ¿ Date of Event: The exact date of the event is unknown; therefore, the first day based on the ICU medical awareness date was entered as the event date.Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.